Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported separation was confirmed on the returned device and most like was due to accidental handling. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that could have contributed to the reported event. A query/review of the electronic complaint handling database revealed no other similar shaft separation incidents reported from this lot. Six returned sterile devices were tested and there was no indication of deficiency. Based on all the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during 3.25x8mm nc trek preparation, while pulling negative inside the ring, the shaft separated. The device was discarded and not used. There was no patient involvement. Another nc trek was used in replacement. There was no additional information provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.